Event description:
It was reported that the patient was in the surgical center for a laparotomy for abscess and nephrostomy. The clinician was unable to do a saline infusion as the lumen of the catheter placed in the patient's internal jugular was obstructed. As a result, the catheter was removed and replaced without issue. There was a delay, however, there was no death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.